Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 22jan2024 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2023-00082 since there is more than one device implicated. Evaluation summary a male patient reported that the injection button of his humapen ergo ii device "could be pressed down, there were clicking sounds sometimes but sometimes there were no clicking sounds when pressing down the injection button. The injection button could be pressed down directly without any resistance. The actual amount of medicine that required to be injected was not enough." The patient experienced increased blood glucose. The investigation of the returned device (batch 1712d02, manufactured december 2017) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient used the device for approximately six years. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its recommended use period. This misuse is not likely relevant to the event of increased blood glucose since the device met functional requirements and met dose accuracy and glide (injection) force specifications.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerned a male patient of unknown age and origin. Medical history and concomitant medications were unknown. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections, from a cartridge, administered via subcutaneous route, administered twice daily, 10 units in the morning and a little more in the evening, for the treatment of unknown indication, via a reusable pen humapen ergo ii, beginning since an unknown date in 2008. It was reported, after starting insulin lispro protamine suspension 75%/insulin lispro 25%, he experienced situation of hypoglycemia and high blood glucose. On an unknown date in 2015 or 2016, he was hospitalized four or five times due to high blood glucose, and other unspecified reason (exact time of hospitalization, number of hospitalizations, and other conditions of the medical history were not available). It was reported he always adjusted the use dose of insulin lispro protamine suspension 75%/insulin lispro 25%, following the doctor's advice, and also adjusted the use dose of insulin by himself when he was at home, depending on whether the blood glucose was high or low (the exact time of occurrence and the exact dose were all not known). On unspecified date in 2017 or 2018, his situation of blood glucose was relatively severe and during the hospitalization to regulate blood glucose, the doctor adjusted the dosage to twice daily. During hospitalization, his blood glucose decreased and normalized, however after discharging high blood glucose and hypoglycemia still occurred (exact time of occurrence, number of occurrences were not clear). As of (B)(6) 2023, his dose was 18 in the morning and 19-20 in the evening and he could adjust the insulin dose by himself according to blood glucose changes. After he finished eating, the blood glucose values would be measured and the insulin injection dose would be adjusted upward by one unit if the blood glucose was high, and downward by one unit if the blood glucose was low (the time of occurrence and the exact dosage used, could not be obtained). On an unknown date in early nov-2023, the injection pen malfunctioned, it caused that the dosage of the actual amount of medical liquid that the patient needed to be injected was not enough lot. No. Unknown, pc. No. (B)(4) and lot. No. (B)(4), pc. No. (B)(4), (the exact time of the occurrence was not clear). He also reported that his body was not good (specific disease condition, time of occurrence, unavailable). It was reported that he used humapen ergo ii device with lot number 1712d02 for approximately six years (improper use) and device with unknown lot number there was no evidence that pen was used beyond use life. Information regarding corrective treatment, hospitalization details were unknown. He recovered from high blood glucose which resulted in hospitalization and outcome of remaining events were unknown. Status of insulin lispro protamine suspension 75%/insulin lispro 25% was ongoing. The operator of humapen ergo ii devices were unknown, and his /her training status was not provided. The general and suspect device humapen ergo ii model associated with lot 1712d02 / (B)(4) duration of use was approximately six years and was returned to manufacturer on 11dec2023. The action taken with suspect device humapen ergo ii associated with unknown lot / (B)(4) was unknown and was not returned to the manufacturer for investigation. The reporting consumer did not know if the events were related with insulin lispro protamine suspension 75%/insulin lispro 25% and did not provide relatedness of events with humapen ergo ii. Edit 03-dec-2023: upon review of information, updated improper use or storage was selected from no to yes for both ergo ii suspect devices. Updated narrative accordingly. Update 12dec2023: additional information received on 11dec2023 from global product complaint database. Updated the lot number from 1701d01 to 1712d02 related to the suspect humapen ergo ii device relating to pc number (B)(4). Corresponding fields and narrative updated accordingly. Edit 19dec2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 20dec2023: additional information received on 14dec2023 from the global product complaint database. Entered device specific safety summary (dsss) for humapen ergo ii device associated with pc (B)(4), lot unknown. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Updated improper use or storage (ius) from yes to no. Corresponding fields and narrative updated accordingly. Edit 21dec2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 22dec2023: upon internal review, removed date of manufacture for humapen ergo ii device associated with lot 1712d02 / (B)(4). Clarified dsss statement received on 14dec2023. Updated corresponding fields and narrative accordingly. Update 05jan2024: additional information received on 03jan2024 from the global product complaint database. Entered the device specific safety summary (dsss) for (B)(4), lot number 1712d02; updated the european and canadian (EU/ca) and medwatch device fields; updated malfunction from unknown to no, added date of device manufacture for the suspect humapen ergo ii device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update 22jan2023: upon internal review from information received on 03jan2024 and additional information received on 22jan2023 from the global product complaint database both processed together. Updated device specific safety summary (dsss) for (B)(4) to satisfy character limit. Updated date of manufacturer for the device. No new information received.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2023-00082 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerned a male patient of unknown age and origin. Medical history and concomitant medications were unknown. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections, from a cartridge, administered via subcutaneous route, administered twice daily, 10 units in the morning and a little more in the evening, for the treatment of unknown indication, via a reusable pen humapen ergo ii, beginning since an unknown date in 2008. It was reported, after starting insulin lispro protamine suspension 75%/insulin lispro 25%, he experienced situation of hypoglycemia and high blood glucose. On an unknown date in 2015 or 2016, he was hospitalized four or five times due to high blood glucose, and other unspecified reason (exact time of hospitalization, number of hospitalizations, and other conditions of the medical history were not available). It was reported he always adjusted the use dose of insulin lispro protamine suspension 75%/insulin lispro 25%, following the doctor's advice, and also adjusted the use dose of insulin by himself when he was at home, depending on whether the blood glucose was high or low (the exact time of occurrence and the exact dose were all not known). On unspecified date in 2017 or 2018, his situation of blood glucose was relatively severe and during the hospitalization to regulate blood glucose, the doctor adjusted the dosage to twice daily. During hospitalization, his blood glucose decreased and normalized, however after discharging high blood glucose and hypoglycemia still occurred (exact time of occurrence, number of occurrences were not clear). As of (B)(6) 2023, his dose was 18 in the morning and 19-20 in the evening and he could adjust the insulin dose by himself according to blood glucose changes. After he finished eating, the blood glucose values would be measured and the insulin injection dose would be adjusted upward by one unit if the blood glucose was high, and downward by one unit if the blood glucose was low (the time of occurrence and the exact dosage used, could not be obtained). On an unknown date in early (B)(6) 2023, the injection pen malfunctioned, it caused that the dosage of the actual amount of medical liquid that the patient needed to be injected was not enough lot. No. Unknown, pc. No. (B)(4) and lot. No. 1712d02, pc. No. (B)(4), (the exact time of the occurrence was not clear). He also reported that his body was not good (specific disease condition, time of occurrence, unavailable). It was reported that he used humapen ergo ii devices for approximately six years (improper use). Information regarding corrective treatment, hospitalization details were unknown. He recovered from high blood glucose which resulted in hospitalization and outcome of remaining events were unknown. Status of insulin lispro protamine suspension 75%/insulin lispro 25% was ongoing. The operator of humapen ergo ii was unknown, and his /her training status was not provided. The general and suspect humapen model duration of use was approximately six years. The action taken with suspect humapen was unknown and their return status was not provided. The reporting consumer did not know if the events were related with insulin lispro protamine suspension 75%/insulin lispro 25% and did not provide relatedness of events with humapen ergo ii. Edit 03-dec-2023: upon review of information, updated improper use or storage was selected from no to yes for both ergo ii suspect devices. Updated narrative accordingly. Update 12dec2023: additional information received on 11dec2023 from global product complaint database. Updated the lot number from 1701d01 to 1712d02 related to the suspect humapen ergo ii device relating to pc number (B)(4). Corresponding fields and narrative updated accordingly. Edit 19dec2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.